Event description:
It has been reported to philips that an error message "exposure does not allow, use another application" was prompted. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that images could not be acquired. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during coronary diagnosis. The procedure was completed by using another system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file confirmed that there was a malfunction of the ippc (image processing pc) hdd (hard disk drive). The fse replaced the ippc (image processing pc) hdd (hard disk drive), recreated the database, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.